Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its componetnts were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported that the patient returned approximately 40 months post stent graft implant the CT demonstrated that the stent graft had migrated into the aneurysm sac. There was a type I endoleak. The physician elected to treat the patient by implanting an aortic cuff. Medtronic has requested additional and no information has been received to date. No additional clinical sequelae were reported and the patient is fine.